Event description:
It was reported that cardiac output value measurement by the catheter was different from the value measured by the fick method. No pt complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.